Event description:
Procedure: cholecystectomy. According to the reporter: the clips did not close properly and scissored. The clips slipped off the vessel and fell into the patient's cavity. However, the surgeon removed the clips with an endograsp. It was necessary to open another clip applier. Operative time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4).